Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30687130) and the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 6610165) arrived at the target position, the physician tried to withdraw the microcatheter to release the stent, but the stent was impeded in the microcatheter and could not be released. The physician removed the stent with the microcatheter together from the patient¿s body. New devices were used to complete the procedure. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Initial reporter name and address: initial reporter phone: (B)(6). Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610165. The history record indicates this product was final inspection tested at (B)(6) and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report number is: 3008114965-2022-00612. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30687130) and the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 6610165) arrived at the target position, the physician tried to withdraw the microcatheter to release the stent, but the stent was impeded in the microcatheter and could not be released. The physician removed the stent with the microcatheter together from the patient¿s body. New devices were used to complete the procedure. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure, the reported device issue, and to obtain the product for analysis were unsuccessful. If additional information is available at a later date and the product is returned, the file will be updated accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6610165. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00612. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.